Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient has PICC inserted 13 june, had vancomycin IV therapy by PICC line. Nurse found on 20 june, leakage under film and statlock and when flushing, they found out that there was a hole in the tube (approximately 1cm mark). PICC was removed and a new PICC inserted on 23 june so that IV therapy can continue via catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however the exact cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. An initial visual observation showed use residue on the catheter. A microscopic observation revealed a curved longitudinal split in the catheter at the 1 cm depth marking. The fracture surfaces of the split were observed to be uneven and granular in texture, and the edges of the split were observed to be somewhat jagged. The exact cause of the split in the returned catheter could not be determined based of the observed evidence; however, possible causes of the damage include excessive/repeated compression, over-pressurization, and contact with a hard surface or instrument. This complaint will be recorded for future trending and monitoring purposes.